Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose level that ranged from 313-314 mg/dl and moderate ketones levels. Prior to going to the ER, the customer administered a manual insulin injection in attempt to address the bg level. While in the ER, the customer did not receive additional treatment and was only monitored. The customer was released from the ER 2 hours later with no permanent damage and the reported issue was resolved. The cause of the reported issues was unknown. Technical support performed a system check on the pump and determined that the pump functioned as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.